Manufacturer narrative:
No device has been returned, therefore, no direct product analysis will be available. The device history record was reviewed. All manufacturing and quality assurance testing was carried out in accordance with standard procedures. The device history record shows that the product met its specifications at the time of release. As no device was received for analysis, it is not possible to determine the root cause of the event.

Event description:
It was reported that after a transurethral microwave treatment procedure, the patient was sent to the hospital for excessive bleeding. The patient was sent to the hospital due to uncontrolled bleeding, however, it is noted that the patient was on coumadin, unknown international normalized ratio (inr). No further patient injuries or complications were reported. Patient is reported as fine, doing well at home.